Event description:
Event description: per cnf: it was reported that the hydrophilic coating was not enough for smooth use. The device is expected to be returned before may.30th. There were no patient complications reported. What was the patient condition following procedure? Stable event resolved? Yes where did the problem occur? Inside the patient action taken by the physician to try to resolve the event: none patient outcome from the event: none additional information provided by distributor 24 june 2024: this additional information was received on june 21, 2024. Did this event occur during insertion, advancement or withdrawal? During insertion. Was the zipwire flushed during the procedure? Yes. Any resistance felt during insertion? Yes. Was the zipwire advanced through a metal cannula or needle? The zipwire was used in the scope. Did the physician encounter any resistance while removing the zipwire? Unk

Manufacturer narrative:
As received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded into the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 150.2cm and a finished diameter of .03395" to .03420". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. Upon flushing the dispenser hoop with blood-bank saline, the specimen was easily removed and subjected to visual and tactile examination. The specimen presented multiple areas/ witness marks of skived/cut damage to the polymer jacket material, including metallic core wire exposure. The damage was located 46.5 cm to 47.5cm and 79.2 cm to 82cm from the distal tip. The specimen also presented kink damage at 49 cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The damage presented by the specimen indicate excessive and/or forceful manipulation of the device against the resistance. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu) warnings, do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. Manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications. The dfu precautions also indicate, the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.